Manufacturer narrative:
(B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) warns: do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. During the procedure a gore® excluder® contralateral leg component was advanced to extend coverage of in the right common iliac artery (rcia). When the physician met with resistance due to reported iliac artery tortuosity; the physician pushed the endoprosthesis hard and deployed it in an incorrect location leaving approximately a 3cm gap. When withdrawing the device delivery catheter back, it was noticed that the leading olive, and a part of the device lumen had become detached within the rcia. A snare catheter was used to successfully extract the dislodged olive and attached device lumen. An additional gore® excluder® contralateral leg component was then placed to bridge the gap, and cover the right external iliac artery (reia). The reia was then embolized. The patient tolerated the procedure.

Manufacturer narrative:
The device delivery catheter was returned to gore and an engineering evaluation was performed. The device was returned with the delivery catheter broken at the trailing olive. There was evidence of a bond in the trailing olive, and the polyimide guidewire lumen had pulled out of the trailing olive bond. The deployment line knob with deployment line attached was still on the delivery catheter. The endoprosthesis was no longer on the delivery catheter. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the broken leading end of the catheter could not be determined with the currently available information.

Event description:
During the procedure unplanned embolization and coverage of the patient's right internal iliac artery was reported. The patient tolerated the procedure.